Manufacturer narrative:
The suspect product is the softclix lancet.

Event description:
Reporter alleged the lancet needle from the softclix device kit system used in finger-stick blood glucose testing was broken and would not puncture finger. The manufacturer evaluation department determined the lancet sticks out of the dial cap after firing. The location of the alleged incident was not provided. As a result, no actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent. Softclix device kit system: catalog number 957.